Event description:
The user facility reported the automated impella controller (aic) had a purge disc not detected alarm. Upon inspection, the purge disc retainer was cracked. The aic was replaced. There was no patient harm reported.

Manufacturer narrative:
The aic has not been returned for evaluation at this time. However, upon completion of the investigation, a supplemental report will be submitted.

Manufacturer narrative:
The console was received for investigation. After reviewing the data logs reported issue that purge disc couldn't be detected was confirmed. The purge disc retainer was found to be broken (crack on retainer). The root cause of the issue was a broken purge disk retainer. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12953: g1 reporting contact facility name missing h.6 code 4629 was reported incorrectly. New code was added to health effect - impact code.